Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the device multiple medication was not updating on multiple station. The technical support specialist (tss) checked the windows folder and identified that winsxs size exceeded 40 gb, then ran dism command to analyze component store and found cleanup was recommended with reclaimable packages. Tss repeated the analysis on the database server as the c drive was also bloated and performed cleanup actions. Tss rebooted all servers as they had not been restarted for an extended period and dialed into application and database servers with it support. Due to slow execution of winsxs command, tss increased c drive disk size on application server following knowledge article and verified etl was running. Tss confirmed with customer that the issue was resolved. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ es server multiple medication was not updating on multiple station. However, there were no delay to patient care and adverse events or injuries reported based on this incident.